Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the system froze. The power switch was held for 10 seconds and the system was shut down. The system was re-booted and the case was completed as planned. There was no consequences to the patient. This is the first of two reports from this facility.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The supervisor module and cable were originally replaced, but the issue persisted. The company representative then re-seated the memory and cleaned the contacts to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to intermittent communication connectivity issues between the memory and the motherboard. However, how or when this connection became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).